Event description:
Center for disease control informed biodynamics that in 1998 a 39 yr old female who had rec'd a dura mater bioimplant in 1992 died from creutzfeldt-jakob disease (cjd). Center for disease control stated that the diagnosis was confirmed by a positive western blot test. Biodynamics has not yet rec'd a copy of these results for confirmation. Biodynamics is cooperating with center for disease control in the investigation of this event. The co has not yet been able to verify that the reported cjd was attributable to a dura mater bioimplant. Nor has the co been able to confirm that the dura mater bioimplant was marketed by biodynamics. Biodynamics is conducting a full investigation to the reported adverse event, including the conduct of applicable testing on archived reference samples. Additional info will be submitted in f/u reports.